Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was prompting an error 1 message when he was attempting to test his blood glucose. Per the ot ultralink owner's booklet, the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 3:15pm, the patient alleged the issue first occurred. The patient reported using humalog mixed 50/50 insulin pump therapy to manage his diabetes. The patient reported taking less insulin that usual due to not being able to test his blood glucose. The patient denied developing any symptoms due to the alleged issue. The patient reported in response to the alleged issue, the patient self administered insulin (unknown type and dose). The patient denied testing on any other device. At the time of troubleshooting, the cca determined was not the first time the product had been used. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by lfs product analysis on (B)(4) 2012 with the following conclusions: the meter failed testing, the erasable programmable read only memory (eeprom) failed. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings symptoms or medical intervention suggesting that a serious injury occurred. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4): the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter failed testing, the erasable programmable read only memory failed.. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.